Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 241 mg/dl. Troubleshooting was done. Customer stated she does not have back up plan advised to contact health care provider or emergency room. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to an unresponsive keypad. The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a shifted end cap sticker.